Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien ultra resilia 3 valve in the aortic position, the initial delivery system (ds) and valve would not advance through esheath. Physicians removed ds and sheath as a unit and proceeded with a second kit. Upon follow up, the fcs advised that there was difficulty inserting the esheath into the patient. The expansion tool was used. The loader was able to be fully inserted into the esheath/esheath housing. The esheath was not inserted at a steep angle. Right side was access was achieved. The delivery system and valve did not exit the tip of the sheath. The delivery system got stuck at the blue portion (sheath shaft/fully expandable). The fcs provided images attached to the activities tab. The system was withdrawn as a single unit from the patient. The vessel was pre-dilated up to 18f. The thv was crimped, and delivery system was prepared per IFU. No ew devices were damaged during the case. The valve was deployed, and the vascular surgery team came in to repair vessel as there appeared to be a dissection of iliac. The perceived root cause of the dissection is a small iliac. The account does not upload to valvepoint. All 3mensio reports are internal to account. The lumen diameter was approx. 5.5mm.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: device codes, type of investigation, and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force, and any device manipulation used to overcome the difficulty. The complaint for 'difficulty introducing sheath' was unable to be confirmed with no cine/fluoroscopy imagery provided. Available information suggests patient factors (calcification, vessel size) likely contributed to the event as it was reported that the patient had "moderate" calcification in the access vessel and "the perceived root cause of the dissection is a small iliac". Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. Undersized vessel diameters can constrain the sheath increasing friction and subsequently influence push force. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for inability to advance through sheath' was confirmed through the imaging evaluation. Available information suggests patient factors (calcification, vessel size) likely contributed to the event as it was reported that the patient had "moderate" calcification in the access vessel and "the perceived root cause of the dissection is a small iliac". Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Small vessel sizes can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.